Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# va2ubkv007 serial# implanted: (B)(6) 2024; product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 15-aug-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study, manufacturer representative) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the impedances were checked and electrode 0 was out of range, high impedance. This was not in use at the time of being identified. No changes made apart from programming as part of visit. Reprogramming performed with avoidance of contact with high impedance. Outcome was unresolved with no further actions planned. Etiology was causal relationship to device or therapy, not related to implant procedure.